Event description:
The customer reported obtaining false high na (sodium) results for approximately 20 (twenty) patients, for ise (ion selective electrolyte) which includes na (sodium), k (potassium) and cl (chloride) on cell 2 of their au5800 clinical chemistry analyzer. The false high results were not reported outside the laboratory. The samples were repeated on an alternate instrument and results obtained were considered correct by the customer. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient demographics. The customer provided six(6) examples of patient results.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site and evaluated the au5800 clinical chemistry analyzer. The fse inspected the instrument and found dirty ise (ion selective electrode) acrylic block and malfunctioning ise buffer valves. The fse cleaned the acrylic blocked and replace worn syringes as part of troubleshooting. The fse determined the primary failure mode was due to malfunctioning ise buffer valves. The fse replaced ise buffer valves which resolved the issue. No patient demographic information (age, gender, weight, race or ethnicity) was provided beckman coulter internal identifier is (B)(4).